Event description:
A report was received that the patient had discomfort where the leads were anchored down. The physician believed that the suture stitches were the cause of the patient's discomfort. The physician removed the suture stitches and the patient is reportedly doing well.